Manufacturer narrative:
Patient ID and date of birth/age were not provided for reporting. Additional device product codes: hwc, jdq. Device broke intraoperative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history record review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 during the bending process, three titan sternal locking plates broke/cracked intra-operative. The surgery was prolonged for approximately 30 minutes. Patient outcome was reported as well. This report is for one (1) ti sternal locking x plate-10 holes. (B)(4).

Manufacturer narrative:
Corrected data: reporter phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. We have received the part ti sternal locking x plate 10 holes (460.037 / 7332958) for investigation, upon visual inspection of the complaint device it can be seen that it has marks from pliers all over the part from bending, otherwise the article is in a good condition and furthermore no damage or deformation to the pin section. A device history record (DHR) review was performed for the affected lot, 19 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2013. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During cq investigation a functional test of the pin was performed. The pin section passed the functional test. Based on the evaluation result we are not able to confirm to the complaint description received. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part number: 460.037, lot number: 7332958, part manufacture date: 22-mar-2013, manufacturing location: (B)(4), part expiration date: n/a (for s part numbers), nonconformance¿s noted: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking plates was processed through the normal manufacturing and inspection operations with no nonconformance reports. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.